Event description:
Ous MDR - after an implantation time of about 19 months oversensing with inappropriate shock delivery was reported. The lead was replaced and returned to biotronik for analysis. Apart from shock delivery, no worsening of the patient's health was reported.

Manufacturer narrative:
During the analysis, the lead properties were checked. The analysis showed fraying of the insulation at 19 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductor to the ring electrode at just that site. The insulation damage can with high probability be regarded the cause for the clinical complaint. The damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure and friction at the ICD housing. There were no indications of material defects or manufacturing errors.